Event description:
It was reported the flex video scope image was missing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: d4- lot number. The following fields were updated: h2, h3, h4, h5, and h6. The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Additionally, the plastic distal end cover had chipped. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. The performance of an electrical or electronic component was found to be inadequate. Cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.